Event description:
It was reported during a surgery, the reamer became wedged. Both adjustment pins broke off. According to the surgeon the broken parts still remains in the marrow canal of patient.

Manufacturer narrative:
Na